Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k# is k062195.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultra meter had reverted to the setup mode. The (B)(4) was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011 at 8:00 am the patient noted the reported meter was displaying the setup mode after the battery had been replaced; she was unable to obtain a blood glucose reading. According to the (B)(4), this meter may display the setup mode immediately after the battery is replaced to allow the settings to be updated if necessary. The patient took no actions due to this meter issue. One hour later, the patient experienced the symptoms of shaking and nervousness. The patient did not seek any medical attention or treatment. The issue was resolved with troubleshooting. The meter and test strips were replaced. There is no evidence the meter was not functioning appropriately. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.